Event description:
It was reported that the insulin pump had a blank display. Troubleshooting was performed. The battery was removed and re-inserted several hours later and the blank screen remained. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a broken solder joint on the interface board.